Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain 2 of 4, after the patient was disconnected. Gts reviewed the error and had the patient cycle power. The hc then alarmed with a system error 2367. The patient stated they somehow had pulled the tubing off the patient line. The patient line had inadvertently separated from the transfer set. Gts referred the patient to their nurse and assisted in retrieving the cassette. No injury or medical intervention was reported. Product surveillance followed up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(4) 2010. The pd rn stated that there was no patient injury or medical intervention associated with this event and the patient had continued therapy as usual. No further information was available.

Manufacturer narrative:
Additional information was received from the sales representative who filed the complaint. The initial report did not correspond to the subject vigilance ii monitor. It was related to the catheter complaint referenced in the initial medical device report (B) (4) which occurred on a previous date. The corrected event description for the vigilance ii monitor is as follows: the team had to reanimate the patient. In this moment, there was a very significant problem with the ECG /arrhythmia. During the reanimation, the vigilance stopped and did nothing. The only way was to restart the system. They reported an error message for the instable ECG signal and after the restart it needed round about 25 minutes to show a cco. The vigilance ii monitor was not returned for evaluation. Per our procedure, two follow up attempts were made after initial contact to retrieve the monitor; however, the monitor was not returned for evaluation with this complaint. The manufacturing records for the vigilance ii monitor (B) (4) were reviewed and there is no indication of a related nonconformance.

Event description:
It was reported that a new vigilance ii monitor was used (vg008950), an ECG cable was in use to slave the ECG for ref and edv values. The patient was in arrhythmic conditions ¿ but the first hours everything was ok; cco was presented well, also edv and ref values. The doctor switched the monitor into the bolus modus to do a thermo dilution. Suddenly the vigilance ¿hanged up¿. The monitor did not show any reaction by pushing any buttons. It stopped the cco measuring and the only thing what was possible, was to switch off the vigilance 2 monitor. After the switch off and on again, the monitor needed 20 to 30 minutes to find the cco values. ¿collecting data¿ was the displayed message during this period of restart. No co value was displayed in the ¿stat¿ monitor window for 20 to 30 minutes too. Suddenly, the monitor reported issues with the ECG signal ¿ no ref / edv were displayed. After 20-30 when the cco and ECG signals were back all components of this monitoring system (the cables and the monitor were checked and no obvious failure found) . The catheter used during this monitoring was returned for evaluation. No patient injury reported. The monitoring was part of a monitor trial in the hospital. Related catheter complaint: (B) (4). No patient injury was reported.